Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective filament driver pcb that was removed and replaced. While servicing, it was also noted the isolation transformer tap was low and was re-strapped to the appropriate voltage for the facility power. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed regulator filament errors on multiple occasions. No delay in case or treatment resulted from this error.